Event description:
It was reported that a hypoglycemic event occurred after the patient's sensor fell off. The sensor was inserted into the abdomen on (B)(6) 2024. It was stated that the sensor came off during the night and that the patient was not alerted for a hypoglycemic event because of this. On (B)(6) 2024, the patient's husband found the patient, and the patient had bitten her tongue. The husband was not able to treat the patient and the emergencies were called. The patient was hospitalized. At the time of the report the same day of the event, the patient was reportedly still in the hospital. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided for clarification of the event details. It was stated that the sensor came off during the night and that the patient was not alerted for a hypoglycemic event because of this. During that night, the patient´s husband was alerted by her change in breathing and realized she was not waking up. The patient also bit her tongue. The husband called the emergencies and was advised, while waiting for the paramedics, to put honey on the gums of the patient. The patient did however not react to this and did not regain consciousness during that time. The patient was taken to the hospital by the paramedics and when a fingerstick was taken at the emergencies the blood glucose reading was 20 mg/dl. At the hospital the closed loop pump that the patient was using was removed, and the patient was treated with intravenous g30 percent and after spending 1 day at the emergencies, the patient was transferred to the diabetic department, where she stayed almost 1 week. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.